Manufacturer narrative:
The pump error 53 was noted in the history file due to a software error. A 10.0 unit bolus was programmed and was delivered during the displacement test. The boluses delivered were recorded at the daily totals history file. The pump was received with a missing retainer ring, reservoir tube o-ring and display window cover. The pump was received with minor scratches on the lcd window and case, and a fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a software error. The patient's blood glucose at the time of incident was 145 mg/dl. The alarm occurred during the fill tubing process. Troubleshooting was initiated and the customer assisted with clearing the alarm and completing the prime process. A normal bolus was programmed into the air but the event did not record in the daily history. The customer rewound the pump and bolused again but neither event was recorded in the daily history. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.